Event description:
It was reported that during treatment of the sfa, the catheter separated from the plastic portion of the metal crosser tip. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be conducted as the lot number is unknown. The crosser catheter was returned with an usher support catheter. The investigation is confirmed for a complete core wire fracture, catheter detachment, and retraction problems as the distal end of the catheter was found detached within the usher support catheter. The outer catheter was stretched at the location of the detachment, likely indicating that excessive force contributed to the detachment. The distal end of the usher support catheter was slightly buckled, likely indicating retraction issues. The core wire was protruding 0.6cm past the distal tip. The distal tip was still attached to the outer catheter. The investigation is unconfirmed for material separation, as the outer catheter was not separated from the distal tip. It is unknown whether patient and/or procedural issues contributed to the event. The definitive root cause for this event could not be identified. The current crosser catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
The lot number was not provided, therefore, the device history records couldn not be reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.